Event description:
The patient reported therapy delivered "wham" and then again after coming out of the shower. Patient was taken to the ER. Patient understood there was nothing wrong with him and that the issue was with the defibrillator and that the device "malfunctioned". Patient also understood that the ICD was reading heart rate twice and that the device was reprogrammed. The patient further reported shocks due to "double counting" related to programming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.